Manufacturer narrative:
Unit received motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to constant motor error alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 6.4 mmol/l. Troubleshooting was performed. The device was returned for analysis.